Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-08. H6: investigation summary : four oe0420r vial access devices from lot 202028 were received for investigation. The samples were sent to the manufacturing site for investigation. Their analysis confirmed the crack to the filter component, however functional testing identified that the cracks did not affect the functionality of the product. Analysis of the manufacturing process did not identify a definitive root cause for the observed crack; however it is possible that the damage occurred as a result of stress to the component during bulk transportation and shipping of the components, or damage sustained during the welding process of the component. A review of the production records for lot 202028 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that OEM ss 20mm vented vial access device had a crack in the filter. This occurred on (B)(4) occasions. The following information was provided by the initial reporter: we received information that there is a crack on the side of the filter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that OEM ss 20mm vented vial access device had a crack in the filter. This occurred on 3975 occasions. The following information was provided by the initial reporter: we received information that there is a crack on the side of the filter.

Event description:
It was reported that OEM ss 20mm vented vial access device had a crack in the filter. This occurred on 3975 occasions. The following information was provided by the initial reporter: we received information that there is a crack on the side of the filter.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: unknown. The awareness date 2020-11-05 has been used for this field.